Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, alarmed compromised force sensor system and excessive no delivery test or verify weak battery alarm and failed battery test alert due to blank display.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery. The customer¿s blood glucose level was 159 mg/dl. The customer stated that the drive support cap was normal. Contacts were not missing or damaged. Customer did not receive failed battery test after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.